Event description:
Information was received indicating that an air stream occlusion occurred to a smiths medical cadd-prizm® vip system; not allowing flow. There were no reported adverse effects.

Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. The device history log was reviewed and found that a "high pressure" alarm message occurred following pump start up. The pump's pressure switch test was performed; noting it to be activated properly within the pump's manufacturer specifications. Delivery accuracy test was performed; which was within the pump's delivery accuracy manufacturing specifications. No problem was found with the delivery accuracy of the pump. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time.